Event description:
A malfunction alarm occurred, identified as malfunction code 15. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, which successfully resolved the issue, and the customer was advised to continue using the pump while monitoring for any recurrence of the malfunction code.